Event description:
It was reported that an image taken at the start of a procedure with the 9800 sys appeared to be mottled. The procedure was completed with no add'l problems. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. However a subsequent inspection found that p4/j4 on the image processor required reseating. Reseating completed. The sys was tested and found to be working as intended and placed back into svc.